Manufacturer narrative:
Since the complaint in question was submitted to hamilton medical ag almost 2 years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In the future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event. The root cause was identified as a defective o2 proportional valve. After replacing the part as correction, the unit was working as required. There was no patient or user harm. The identified root cause was confirmed.

Event description:
Customer claims vent shut down unexpectedly. Below are his answers to FDA reporting hamilton c2 / sn: (B)(6), (B)(6) 2021 approximately 7am or earlier that same night unit shut down unexpectedly patient was on vent · issue was not reported to FDA to the best of my knowledge no patient harm was reported, unit purchased through hamilton unit last pmed (B)(4) 2020 logs were sent to mr. Pedro prior to the completion of this email. Steps taken: unit was brought down to biomed shop for inspection. Tech logs did not appear to reveal anything of concern or note. Ran unit at 21% o2 for 3 hours, then again at 30% for an additional 3 hours (or there about). Was unable to reproduce any issue.